Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the coils were infused between the fallopian tubes and the uterine walls') and autoimmune thyroiditis ('autoimmune diagnosed: hashimoto') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendicitis. Previously administered products included for birth control: oral contraceptive from 2011 to (B)(6) 2015 and mirena iud from 2009 to 2010. Concurrent conditions included pain in hip and overweight. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain female"). In (B)(6) 2015, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2016, the patient was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced alopecia ("hair loss"). In (B)(6) 2017, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant) and migraine ("migraine/migraines / headaches"). In (B)(6) 2017, the patient experienced irritable bowel syndrome ("gi conditions/irritable bowel syndrome"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), eczema ("eczema"), headache ("headaches") and arthralgia ("irritant pain on the right side of my hip"). The patient was treated with levothyroxine, liothyronine and surgery (full hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, autoimmune thyroiditis, menorrhagia, eczema, irritable bowel syndrome, alopecia, migraine, headache, weight increased and vaginal haemorrhage outcome was unknown and the pelvic pain, abdominal pain and arthralgia had resolved. The reporter considered abdominal pain, alopecia, arthralgia, autoimmune thyroiditis, eczema, embedded device, headache, irritable bowel syndrome, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she received treatment for pelvic/abdominal pain, rash/skin condition, gi conditions, hair loss, migraine, headaches, weight gain. Essure insertion date was updated as "(B)(6) 2015" from "2015". Prescribed steroidal ointment for eczema (--2016 to present) current weight 203 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.6 kg/sqm. Imaging procedure - on (B)(6) 2018: essure confirmation test(s) (unspecified) bilateral occlusion. Ultrasound scan vagina - in (B)(6) 2018: total bilateral occlusion. The coils were infused between the fallopian tubes and the uterine walls, so I would have to have both the tubes and the uterus removed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: pfs received- new events-" abnormal bleeding (vaginal), the coils were infused between the fallopian tubes and the uterine walls,irritant pain on the right side of my hip", gi condition was updated to ibs and skin disorder to eczema. Concomitant drugs, medical history and lab data, reporter¿s information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and autoimmune thyroiditis ('autoimmune diagnosed: hashimoto') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune thyroiditis (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("rash"), skin disorder ("skin condition"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), migraine ("migraine") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and abdominal pain had resolved and the autoimmune thyroiditis, menorrhagia, rash, skin disorder, gastrointestinal disorder, alopecia, migraine, headache and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, autoimmune thyroiditis, gastrointestinal disorder, headache, menorrhagia, migraine, pelvic pain, rash, skin disorder and weight increased to be related to essure. The reporter commented: she received treatment for pelvic/abdominal pain, rash/skin condition, gi conditions, hair loss, migraine, headaches, weight gain. Essure insertion date was updated as "(B)(6) 2015" from "2015". Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2018: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received: this case was become incident. Event injury was updated as pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), rash/skin condition, autoimmune diagnosed: hashimoto, gi conditions, hair loss, migraine, headaches, weight gain. Patient date of birth, lab data, essure removal date, reporter causality comment was added. Essure insertion date was updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.